Event description:
It was reported that this patient recently had received inappropriate shocks due to t-wave oversensing. The entire system was subsequently explanted with a transvenous system being implanted. No additional adverse events were reported.